Event description:
The following has been reported: biomed reported: complaint: "pump service needed" when powered on. Patient involvement: no. Active infusion: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. During startup, the device would give a major pump problem alarm and the air compressor was making a soft sputtering noise. The device was reverted to manufacturing mode and pneumatics hardware testing was performed. The device failed pneumatics testing consistent with an air compressor failure. The air compressor was replaced and tested again. During testing it was found that the pressure sensor was failing. Fresh log files were pulled to confirm the failure. The pressure sensor pcba was then replaced and the device was then able to pass all testing. No other damage was found.